Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On unknown dates, the patient experienced ongoing stoma isssues. On unknown dates, she had wound swabs. One swab resulted positive for a staph infection, and the other was positive for candida. The stoma infections were treated with unknown oral antibiotics and topical kenalog and canestan ointments. The stoma infections did not completely resolve. The patient is now using an unknown stoma powder.